Event description:
It was reported that a 6f angio-seal vip was deployed post angiogram which showed no anomalies. The estimated diameter of the artery was 6mm. There was no scarred or fibrotic tissue noted at the puncture site, and no peripheral vascular disease. Hemostasis was achieved immediately. Approximately 8 hours later, the patient felt pain while sitting. The next day, full ischemia developed. The patient required surgery which was successfully completed with no further complications. The angio-seal was removed and reportedly the anchor was kinked.

Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor legs were curved away from the anchor dome, consistent with exposure to heat/moisture and external forces. The collagen was woven into and secured by the suture loop; the collagen was removed and the loop verified to be intact. The anchor dome and through-hole were intact. No contributing visual anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.